Event description:
Customer received a blood glucose result of 105mg/dl at 4:30pm and dosed insulin and passed out. The customer was found by a friend who called paramedics. The customer's device was used to test with a result of 178mg/dl, a test was performed on another deivce with a result of 38mg/dl. When paramedics arrived they tested and received a result of 39mg/dl. The customer was given glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.